Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI-(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection shows the part has been returned with all the packaging and contents. Examining the tray shows a large puncture through the corner which has also dented the inside flap of the carton. The taperloc stem is still inside of the inner pouch but the tip of it has punched through. The inner pouch also has large scuff marks from movement of the stem. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at this time.

Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip arthroplasty, the sterile device packaging was discovered to be fractured and compromised. Another identical device was used to complete the procedure.